Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent loss of connection between the dexcom g7 sensor and the ilet pump, during which the user meal announced while disconnected and subsequently experienced hyperglycemia; the user was advised to perform a pump firmware update and planned to do so once glucose returned to a comfortable range. Symptoms included none reported. Outcomes included transient high and low blood glucose alerts on the ilet without need for assistance or medical intervention, and successful correction using the pump. Investigation included customer interview and review of device alerts. Investigation of this case revealed loss of cgm-pump communication and user operation during a disconnect period, with no hardware component failure reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during cgm signal loss combined with pending firmware update.